Event description:
It was reported that during a device replacement procedure for normal battery depletion, when the right ventricular (rv) lead was inserted into the new device header, there was no pacing capabilities. They attempted to connect a second new device, but the issue persisted. Boston scientific technical services (ts) was contacted, and ts suspected that the rv lead was not being fully inserted into the header, and recommended mineral oil to facilitate the process. The mineral oil was successfully used to fully insert the rv lead into the second new device header, and pacing with the rv lead was then possible. The first new device was not used. No adverse patient effects were reported.